Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2006. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that post-operatively the patient has experienced incontinence, lower hack pelvic and abdominal pain, urinary tract infections, fecal incontinence, loss of bowels and bladder control, rectal and vaginal bleeding, diarrhea, nerve damage, internal hemorrhoids, elevated white blood cell count, vaginal irritation, odor in urine, gardnerella vaginalis candidiasis, weakened immune system, vaginitis and vulvovaginitis. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.